Manufacturer narrative:
Continuation of d10: product ID tm90t0, serial# (B)(6), product type accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 17-oct-2025, UDI#: (B)(4). H3: analysis of the communicator found ¿usb is now loose and wiggly, broken¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use as non-malignant pain. The patient reported the port on the communicator was broken. The patient stated the recharging cord was pulled out of the communicator and the recharger port broke off inside the communicator, now the port of the communicator was bent and wiggly and it was ready to snap off. A replacement communicator was requested from the repair department.